Event description:
It was reported that the home patient found air in the patient line after priming cassette from a specific lot. The patient reported that half of the patient line would still contain air. The patient reported to experiencing shoulder and abdominal pain as a result of the event. Using cassettes from another lot number resolved the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, an unused device of the same lot was received. A visual inspection was performed with no issues noted. Leak, clamp function, and clear passage testing were performed with no issues noted. The device successfully ran on a homechoice machine. The reported condition was unable to be replicated with the unused device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.